Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have bent tips. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified before reprocessing. During last use in a surgery, the instrument was inspected prior to use with no noted damage. There was no exposed or broken cable. There was no loss of cautery. There was no indication of thermal damage. The instrument did not collide with any other instrument or tool during the procedure. No patient related events to report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a severely bent grip, causing vertical misalignment of the grips. There was a 0.162¿ offset at the tips. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test.